Manufacturer narrative:
B3 event date is approximate. The year of the event is confirmed to be correct. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The reason for call was the patient reported that they have not been able to charge the implant for over a year. Patient stated they need an MRI and need to charge the ins for MRI mode. The patient stated that they were getting the reposition antenna screen on the recharger when they tried to charge their implant. The patient stated that every time they put on the belt to charge, the recharging would not do anything and it would cut on and beep and never take a charge. Patient asked how to get ins remove. Patient stated they did not have a health care provider (hcp) for implant. Agent asked patient to connect with recharger and patient described the reposition antenna screen. Agent reviewed the meaning of message. Agent reviewed that the implant is in a possible overdischarge state and redirected the patient to their healthcare provider to further address the issue. Agent reviewed and offered physician listings. No symptoms were reported.